Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material over the distal markerband. The proximal and distal marekerbands were inspected and revealed no damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). A 1.2mmx15mmx142cm emerge¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.